Event description:
Patient was injected with hydrelle on (B)(6) 2010. On (B)(6) 2010 the patient was treated for an abscess in one nlf. She also complained of extreme pressure in the injection areas and consulted a dermatologist regarding the issue. No treatment was provided by the dermatologist. The patient returned to the doctor and the abscess was drained. She then developed a second abscess in the other nlf. She was treated with kenalog on (B)(6) 2010, which resolved the issue.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.